Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery voltage was dropping faster than was expected. It was explained that leaving the monitor unplugged may be causing the battery voltage to drop substantially. The ICD remains in use. No patient complications have been reported as a result of this event.